Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.

Event description:
When the physician placed that stent delivery system (sds) at the lesion and attempted to deploy the stent, the balloon of the sds would not inflate. Therefore, the sds was removed from the pt and another sds was used to successfully complete the procedure. There was no pt, procedural, vessel info available.